Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices were received and evaluated. Visual observation of the first device under magnification revealed the manifold and the return brace between 3 - 8 o'clock positions of the tip shows signs of melting. Visual observation of the other device under magnification revealed the manifold and the return brace between 2 ¿ 10 o¿clock positions of the tip shows signs of melting. This damage to the tip would lead to the reported failure, confirming this complaint. The electrode was not tested to avoid further damage to the tip. This melting of the tip is typically seen when the tip is buried in too much tissue or there is prolonged activation. The sales rep also stated that the patient had a metal knee implant. If the electrode is in close proximity to another metal instrument then damage could occur to the tip during activation. No further procedural details were provided to determine if aforementioned reasons were the cause of this failure and therefore, we cannot determine a root cause at this time. A review into the depuy synthes mitek complaints system revealed no complaints of any kind for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The customer reported via phone that two of their vapr s90 4.0mm with integrated hand pieces shorted out during a knee scope. The customer stated that they were activated in the patient. The customer also stated that the patient had a metal implant in the knee so the devices were near metal. The customer also stated that there was no sparking or arcing of the devices. There were no patient consequences or delays and the case was completed with another electrode from a different lot. The device is being returned. Please see also medwatch report 1221934-2018-52997.